Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no adverse event was detected related to device/index procedure/antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported new adverse event. No other information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported baseline aneurysm max diameter was corrected to 4mm. Parent artery diameter distal to aneurysm: 3.2mm. Parent artery diameter proximal to aneurysm: 3.2mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the patient's relevant medical history includes hypertension - controlled, subarachnoid hemorrhage (sah), and previous cigarette smoking. It is unknown which section of the pipeline did not open or if the pipeline had been in a bend when it failed to open. It was unknown if there were any additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that monitoring review of index procedure revealed a potential device deficiency. Per procedure notes, a phenom 027 microcatheter was advanced through the guide catheter over a synchro select soft microwire and navigated into the distal m1 segment of the middle cerebral artery. A pipeline embolization device measuring 3.75 x 12 mm was then selected and flushed in the rotating hemostatic valve of the microcatheter. The device was advanced through the microcatheter, and deployment was initiated in the middle cerebral artery. The microcatheter was gently withdrawn into the internal carotid artery however there was suboptimal positioning of the distal segment of the device. As the device was recaptured, it was noted to have detached from the proximal marker of the delivery wire and could be neither advanced nor recaptured. The microcatheter and pipeline delivery wire were then removed as a unit into the guide catheter and withdrawn from the patient and inspected. The microcatheter appeared irregular in appearance and the device was partially deployed from the tip. The microcatheter , pipeline device and its delivery wire were discarded. A new phenom 027 microcatheter was prepared and again advanced through the guide catheter over a synchro select soft microwire and navigated into the distal m1 segment of the middle cerebral artery. A new pipeline device measuring 4 mm x 12 mm was flushed in the rotating hemostatic valve and advanced through the microcatheter. The device was deployed in the m1segment of the middle cerebral artery and gently withdrawn and deployment was completed throughout the supraclenoid internal carotid artery spanning the fusiform aneurysm and previously coiled ophthalmic segment aneurysm. Follow-up guide catheter angiogram demonstrated excellent wall apposition and good device placement. The microcatheter was used to recapture the delivery wire and the system was withdrawn. The guide catheter was removed from the patient. The patients relevant past medical history includes: hypertension, subarachnoid hemorrhage, paresthesia of the right hand 4th and 5th digits and right leg, dysplastic/fusiform dilation of the left supraclinoid internal carotid artery ophthalmic segment aneurysm, anterior communicating region aneurysm stent-assisted coil embolization, aneurysmal subarachnoid hemorrhage (multiple intracranial aneurysms). Medtronic received a report that per op note, the surgeon attempted to recapture the device and found it had detached and could not be used. Upon inspection, the device was partially deployed from the tip. The device was not successfully implanted in the patient due to device deficiency. Wall apposition was not achieved due to failure of the device to open. Side branches were not covered by the pipeline device. There was no device flattening or twisting. Additionally, it was reported that the patient suffered no ill effects, and there were no other notes regarding the device deficiency within the emr. The suboptimal positioning mentioned was not due to the device per the conversation with the team. The cause of the premature opening was unknown. It was unknown if there was any friction or difficulty during delivery or positioning or if the device jumped during deployment. It was unknown if the pushwire rotated or pulled back at anytime during the procedure. The patient was undergoing surgery for treatment of a left c6 fusiform aneurysm with a max diameter of 3.4mm. Parent artery diameter distal to aneurysm: 2.9mm, parent artery diameter proximal to aneurysm: 3.3mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was not determined.